Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and was suspected of exhibiting premature battery depletion (pbd). Subsequently, this pacemaker was explanted and successfully replaced, and the patient outcome was reported as fully recovered. It was later noted that technical services had not been contacted at the time of the alert for data analysis. This device is expected to be returned for analysis. No additional adverse patient effects were reported.